Event description:
It was reported that during a routine device change out procedure when the field representative was checking the thresholds on a non-boston scientific right ventricular (rv) lead, thresholds measured 4v@1.0ms and there was intermittent capture when using the green tool. When testing through the device thresholds was 1v@0.4ms. Technical services provided troubleshooting options. The patient was seen post-operative and there were still observations of intermittent capture. Technical services suspects a lead issue. The plan is to continue to monitor. At this time, the implantable cardioverter defibrillator (ICD) and non-boston scientific rv lead remains in service. No adverse patient effects were reported.